Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the patient was on impella 5.5 support and during support, mobile thrombus was noted on distal end of pump. Patient was placed on heparin protocol and monitored.

Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 date of death should have been left blank on the initial manufacturer device report number 1220648-2025-27465. B5 mso statement was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27465. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27465.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.